Event description:
It was reported that the guide wire unraveled. The lesion was a calcified distal right coronary artery. Reportedly, no pt injury occurred. No further info was provided. This MDR is being filed based on investigative results that the guide wire was separated.